Manufacturer narrative:
Citation: andreas m et al. A single-center experience with the ross procedure over 20 years. Ann thorac surg. 2014 jan;97(1):182-8. Doi: 10.1016/j.athoracsur.2013.08.020. Epub 2013 oct 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the long-term outcomes in patients treated with the ross procedure with an emphasis on mortality and need for valvular reintervention. All data were collected from a single center between 1991 and 2011. The study population included 246 patients (predominantly male; mean age 29 years; mean weight 65 kg), 2 of which were implanted with a medtronic contegra valved conduit. No serial numbers were provided. Among all patients, the overall mortality rate was 5.7%. The reported valve-related mortality rate was 2.4% (1 non-medtronic porcine graft failure and 1 case of ventricular fibrillation during the first-year post implant). Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: permanent pacemaker implantation (3 cases), re-exploration for bleeding (8 cases), transcatheter valve implantation due to homograft stenosis (6 cases), revision of coronary artery lesion (3 cases), reoperation and/or replacement of the autograft, ascending aorta, or the right ventricular outflow tract (23 cases), stroke (1 case), peripheral embolus (1 case), endocarditis (9 cases; 3 of which were reported to be related to intravenous drug use), and major bleeding (1 case). Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.